Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the electric dermatome handpiece activation lever was broken. No additional clinical info was received prior to this report.